Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) unit would not power up before use customer requested that the unit be checked out for proper operation. There was no patient involvement thus no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer spoke over the phone with biomed (B)(6) who was troubleshooting pump. Tim was able to successfully power on pump multiple times with no issues. Left pump on for a few hours. Batteries were fully charged. Fse walked tim through service mode to look at logs. Nothing unusual in logs or electrical failures. Deemed pump is working accordingly and was put back into service. The unit was cleared for customer use.